Manufacturer narrative:
A recall has been initiated for this device and is currently in progress. The second MFR is no longer an approved source for this device. Engineering dept has performed an investigation into the product failure mode for this device and has concluded that the failure occurred due to an unanticipated material incompatibility between the bottom part of the adaptor and the extension. The solvent used to join the adaptor and extension tubing did not create a bond with enough durability to maintain a connection over an extended period of time, resulting in a separation between these two parts.